Manufacturer narrative:
Additional information: g3, h2, h3, h6. An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation and cti flutter procedure, a pericardial effusion occurred requiring a pericardiocentesis. The flutter ablation on the right side in the right atrium was successfully completed. Transseptal puncture was then performed to continue ablation in the left atrium. The left veins were ablated and when halfway through on the right side the anesthetist noticed low blood pressure. While preparing an echocardiogram and calling intervention doctors to the room the ablation was successfully completed. Following the procedure, a drain was placed in the pericardium. The patient stabilized, was moved to the ccu, and has since recovered and been discharged. There were no alleged performance issues with any abbott devices.